Event description:
Had to dig pieces out in chunks- vagina [foreign body in reproductive tract]. Fell apart inside of me- tampon [device breakage]. Went to pull one out after an hour, fell apart inside of me [complication of device removal]. Case narrative: consumer reported via email that the tampon fell apart inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to dig pieces out in chunks- vagina [foreign body in reproductive tract] fell apart inside of me- tampon [device breakage] went to pull one out after an hour... Fell apart inside of me [complication of device removal] case narrative: consumer reported via email that the tampon fell apart inside of her. No serious injury was reported.